Manufacturer narrative:
The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact phone at the event site is: (B)(6). Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information or completion of our investigation. The full event site name in is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), found that the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields - b4, e1(site country, event site postal code - (B)(6)), h6(type of investigation, investigation findings, component codes, investigation conclusions). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive manifold assembly and pressure transducer to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.